Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a implantable neurostimulator (ins). Patient reported permanent implant was causing more issues than it was fixing. Patient was advised to consult with doctor for more information. Additional information was received on (B)(6) 2017 from a manufacturer representative (rep). It was reported that the patient's statement was related to a dead implanted neurostimulator (ins) battery, found after interrogation, and impedance on the lead. It was confirmed that the patient needed removal and revision of the device and it was done on (B)(6) 2017. More information was received on (B)(6) 2017 from a manufacturer representative (rep). It was reported that the patient had not had their battery or lead checked for impedance and when checked by the nurse practitioner, patient's ipg was dead and not working. There was no impedance be on the lead but the battery was dead. No further complications were reported.